Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and genital haemorrhage ('abnormal bleeding') in a 40-year-old female patient who had essure (batch no. A47942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions, hypertension, diabetes, sinusitis acute nos, cellulitis of face, chest pain, anxiety, cyst and fever. Previously administered products included for an unreported indication: tricare, omeprazole, zolpidem and glyburide. Concurrent conditions included dysmenorrhea, endometriosis, follicular cyst of ovary, elevated bp, nabothian cyst, adenomyosis, uterine leiomyoma, dizziness, chronic insomnia, ovarian cyst, tenderness, morbid obesity, lumbago, abscesses of skin, pain in elbow and acute pharyngitis. Concomitant products included amlodipine, amlodipine besilate (norvasc), bupropion, clonidine, cyclobenzaprine, estrogens esterified;methyltestosterone (eemt), losartan, medroxyprogesterone acetate (depo provera)2-apr-2013 to 2013, metoprolol tartrate, olmesartan medoxomil (benicar), simvastatin and venlafaxine hydrochloride. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced back pain ("back pain"). On (B)(6) 2013, the patient experienced migraine ("migraine/ headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypertension ("high blood pressure"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hypertension, vaginal haemorrhage, menorrhagia, dyspareunia, back pain, migraine and dysmenorrhoea outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypertension, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: operative procedure: hysteroscopy with essure tubal occlusion. After deployment on the left, four coils were visible. After deployment on the right three coils were visible. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following removal? No. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received :- reporter information was added. New event added vaginal bleeding, menorrhagia, dyspareunia, back pain , migraine/ headaches, dysmenorrhea. Severity added pelvic pain and back pain. Concomitant , historical drugs and medical history was added. On 13-dec-2019: pfs received :- concomitants drugs was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A47942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic adhesions, hypertension and diabetes. Concurrent conditions included dysmenorrhea, endometriosis, follicular cyst of ovary, elevated bp, nabothian cyst, adenomyosis, uterine leiomyoma, dizziness, chronic insomnia, ovarian cyst and tenderness. Concomitant products, included amlodipine (norvasc) and losartan. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and hypertension ("high blood pressure"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and hypertension outcome was unknown. The reporter considered genital haemorrhage, hypertension and pelvic pain to be related to essure. The reporter commented: insertion details: operative procedure: hysteroscopy with essure tubal occlusion. After deployment on the left, four coils were visible. After deployment on the right three coils were visible. Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received: reporter, product lot number, all other relevant history, concomitant products updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death, or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information was received on 17-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and abnormal bleeding (interpreted as genital bleeding). She underwent a total hysterectomy and salpingectomy 2 years after insertion. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent contraception. On (B)(6) 2013, she had an hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure and full occlusion of both tubes. Sometime after the procedure, the plaintiff began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, and excessive bleeding, severe pelvic pain, and back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain, high blood pressure and abnormal bleeding. On (B)(6) 2015, she underwent a total hysterectomy and salpingectomy. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and abnormal bleeding (interpreted as genital bleeding). She underwent a total hysterectomy and salpingectomy 2 years after insertion. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A47942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic adhesions, hypertension and diabetes. Concurrent conditions included dysmenorrhea, endometriosis, follicular cyst of ovary, elevated bp, nabothian cyst, adenomyosis, uterine leiomyoma, dizziness, chronic insomnia, ovarian cyst and tenderness. Concomitant products included amlodipine (norvasc) and losartan. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and hypertension ("high blood pressure"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and hypertension outcome was unknown. The reporter considered genital haemorrhage, hypertension and pelvic pain to be related to essure. The reporter commented: insertion details: operative procedure: hysteroscopy with essure tubal occlusion. After deployment on the left, four coils were visible. After deployment on the right three coils were visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.